Event description:
It was reported that, a few weeks after implant, an alert was triggered due to high impedance on the right ventricular (rv) and superior vena cava (svc) coils and a possible fracture. X-rays were taken and it was thought that there was a connection issue with the implantable cardioverter defibrillator (ICD). It was noted that, during the change out, they had difficulty connecting due to out of range impedances and had to disconnect and reconnect twice. A lead revision was performed and the rv lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: ddbb1d1 ICD implanted: (B)(6) 2014. (B)(4).